Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the alighment of the reagent mixer on the atellica ch 930 analyzer and found it was not properly centered. The cse aligned the mixer and also changed the impeller. Siemens is investigating the issue.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecrea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The sample was repeated for ecrea_2 on the same analyzer, resulting higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea_2 result.

Manufacturer narrative:
Siemens filed the initial MDR on 05-aug-2021. Additional information (31-aug-2021): siemens reviewed photometer data from the customer's atellica ch 930 analyzer and saw no indication of a reagent delivery issue, but did note a foaming issue. The siemens customer service engineer (cse) aligned the reagent mixer and checked the impeller. The issue was resolved with the alignment of the reagent mixer. Pre-analytical variables and sample specific factors cannot be ruled out as potential causes of the event. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.